Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of needing replacement battery cap for customer's pump. The mother states the customer's blood glucose level was over 500mg/dl. The mother states they were able to bring the levels down. The mother mentioned the customer had been previously hospitalized for high blood glucose levels, but not attributed to the pump. The mother states the customer had a brain injury that left him in a coma. The mother states they will be speaking with customer over troubleshoot and will call back at a later time.